Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced limb ischemia at explant and was ultimately resolved. The patient presented with grafts of a prior coronary artery bypass graft (CABG) occluded and chronic coronary disease; no interventions were completed. The patient was also in complete heart block and transvenous pacer was placed. The patient was brought to electrophysiology lab for placement of leadless pacemaker. However, upon induction of anesthesia, patient¿s blood pressure dropped into the 50s requiring max dose of levophed and stopping sedation. Stat echocardiogram showed stunning and decreased right ventricular and left ventricular contractility with dilated right ventricle and decreased left ventricular ejection fraction. Decision made to place impella cp and complete a right heart catheterization to evaluate if an impella rp support was also needed. Impella cp advanced over wire into left ventricle without difficulty and wire removed. Impella started and ramped up on auto to 3.5 l/min flow and then placed on performance level p-7 with 3.2 l/min flow. The physician proceeded with the right heart catheterization. Another echocardiogram was completed, and contractility seemed improved; right ventricle no longer distended and also had improved contractility. Therefore, decision was made not to place an impella rp. The patient was more stable, therefore, the physician decided to proceed with leadless pacemaker placement. At end of procedure, impella remained secured, and the patient was returned to the unit on support. The patient did well overnight, and the impella cp was weaned and explanted. Manual compression was held for 40 minutes, and hemostasis was achieved. The patient had palpable pulse following explant. However a few hours following explant, the staff was unable to obtain distal pulses with doppler. Arterial doppler was completed and there was no distal flow. The patient was returned to catheterization lab for lower extremity angiogram and intervention. A clot was noted in the right femoral artery access site. A thrombectomy was performed using penumbra and then a stent was placed. The physician believed there was an underlying lesion and possible dissection. Distal flow was restored and patient tolerated procedure well.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: precaution impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).